Event description:
This patient came to our pain management facility for refill of morphine pump. On 1110 pump telemetry done - 6.3ml left in pump. Skin cleaned with povidine iodine, sterile drape placed. Template placed over pump, #22 non-coring needle inserted, felt needle touch back of pump. About 5.8ml of morphine removed and discarded. Needle held in place and pump filled with morphine. Initial 1ml inserted and withdrawn to assure needle placement in pump. Through out pump fill every 2-3 cc, needle placement checked with withdrawal of 1 cc of morphine. At the end of pump fill 2cc of morphine was withdrawn and put back in pump to assure needle placement was still in pump. On 1135 after pump fill patient stated they did not feel very well, bp 114/62. On 1143 111/62, pulse 72, 02sat 92%. On 1147 911 call placed. On 1150 respirations assisted with mask and ambubag by dr. On 1153 intubated by dr., 02sat 33%. On 1155 ambulance staff arrived and took over care - patient transported to nearby hospital emergency department admitted to intensive care unit. Discharged (B)(6) 2013.